Event description:
Pt had multiple lung tumors ablated. Pt experienced a small pneumothorax during the procedure, and moderate hemopneumothorax and pneumothorax post rfa which required a chest tube for drainage.